Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select simple meter displayed an error 2 message and error 5 message and then after the error message appeared the meter displayed the last result obtained. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issues occurred on (B)(6) 2016 at an unknown time. It is unknown what medication, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms as a result of the issue, however stated that because of the meter issue she had to visit a hospital where she received treatment with insulin. During the call the cca noted that it was not the first time the meter had been used and the test strips had not expired or been stored incorrectly. The patient followed the correct testing procedure and there was no apparent misuse of the device. When the patient was walked through a retest, the issue remained unresolved. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.